Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm . The customer¿s blood glucose level was 126 mg/dl. The customer stated that the frozen display was recurred. The customer stated that screen of insulin pump was completely blank. Customer also stated there was no response from any button. Customer was unable to successfully clear the alarm. Customer stated that insert battery alarm did not appear on insulin pump screen. Customer stated that the time clock did not advance. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power loss alarm noted during testing or in the insulin pump trace download. All the buttons functioned properly and no frozen display or moisture damage on keypad traces noted. Keypad connector was fully locked.